Manufacturer narrative:
Exact date unknown, event occurred in early (B)(6) 2021.

Event description:
It was reported that the patient was having an increase of charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded.